Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with: hardware failure with retropulsion of interbody device. Spinal instability and underwent the following procedures: revision of right-sided instrumentation left l3/4 and l4/5 posterior segmental instrumentation with acromed expedium pedicle screw and rod system. L3/4 and l4/5 posterio-lateral arthrodesis with graft and bone morphogenic protein micro surgically assisted dissection. Intraoperative interpretation of radiographic studies. As per op-notes, ¿the posterolateral elements of l3, l4 and l5 were carefully decorticated and a combination of graft and bone morphogenic protein were used to achieve arthrodesis.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.n

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.